Event description:
It was reported to philips that the flex vision pc was not booting up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the flex vision pc not booting up. Review of the system log file confirmed the malfunction in the flex vision pc as the connection to the flex vision-pc lost. To resolve this issue, fse replaced the flex vision pc, restarted the system and installed the os. The defective pc was returned to philips for analysis and found that failed component was power supply as the unit was not powering up. .after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.